Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2010, the pt received an scs system. On (B)(6) 2010, it was reported that the pt's stimulation had changed. The sales rep met with the pt for re-programming and discovered that the pt had good coverage with one lead, but not the other. On (B)(6) 2010, the pt had a CT scan, which revealed that one lead broke above the anchor and had migrated. The pt will be referred to a neurosurgeon to remove the broken lead.